Manufacturer narrative:
The visi-pro balloon expandable stent system was returned within its inner label pouch. The visi-pro stent was received with the stent slid proximally over the balloon proximal radiopaque marker band and over the balloon proximal cone. Blood residue was observed on the y-connector. No abnormalities or deformities were noted on the distal tip. Due to the damage, the device cannot be loaded on the 6fr sheath. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a visipro balloon with a 6fr sheath for treatment. The device was prepped as per the IFU with no issued identified. It was reported that the visipro would not pass through the 6fr sheath. The procedure was completed using an alternative medtronic stent of the same size. No patient injury reported. When the device was returned to the manufacturing facility for evaluation, it was noted that the stent was displaced.